Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power issue. It was reported that the pump had a blank display when the battery was inserted; the pump makes beep sounds continuously. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2017 with the following findings: review of the black box data revealed record of unexplained power on reset event on (B)(4) 2017. The returned battery cap was intact and fit properly on the pump for investigation. The battery cap was able to maintain electrical connection. Electrical current draws were evaluated and found to be within required specifications. The pump powered on normally and ez-prime steps were performed correctly. The pump was exercised for 24 hours without any interruption in power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior components. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.